Event description:
Hospital staff started to get the bi-plane room ready for use for the day. The technician noticed a prompt on the monitor in the control room for the artis q indicating it required an update. Staff clicked on the prompt to start the update which then proceeded to perform the updated but took the machine offline for several hours while the patch was applied. Staff called siemens to see if the update could be paused or stopped after it was started and was told that it could not and attempting to do so would cause harm to the machine requiring a complete reinstall of the device¿s software. Because of the down time, several cases had to be rescheduled.